Manufacturer narrative:
Customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(4)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that with the suspicion of false positives, the equipment was repaired and inspected. A bd field service engineer (fse) was dispatched and checked the log file, identified that the temperature inside drawers a and b started to ride gradually as 35.0 ~ 36.0 and determined that problems with internal air circulation and ambient temperature, so the rear fan assembly, blower coupling replacement, and temperature changes were checked by the teacher in charge. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is a confirmed failure of a bd product. The root cause is ambient temperature and defective blower coupler. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive results was obtained by the laboratory personnel. A subculture was used to confirm the result as false positives. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged a false positive results was obtained by the laboratory personnel. A subculture was used to confirm the result as false positives. There was no indication that results were reported out and there was no report of patient impact.